Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor prompted a ¿replace sensor now¿ alert after a sensor change and the ilet initially failed to pair, after which the ilet was later reported as connected; the user experienced hyperglycemia with glucose outside 70¿180 mg/dl for a couple of hours and did not use backup therapy or seek medical care. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia without medical intervention or hospitalization, with subsequent trend back into range. Investigation included troubleshooting and education on cgm pairing and system connectivity. Investigation of this case revealed an initial connectivity/pairing issue between the cgm and the ilet without evidence of device malfunction or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity interruption related to cgm sensor replacement and pairing, resolved with standard troubleshooting.